Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00715 for the other associated device information. It was reported to boston scientific corporation that two combo cath wire-guided cytology brushes were to be used during a cytodiagnosis procedure within the bile ducts on (B)(6), 2010. According to the complainant, during preparation of the first device the brush was unable to be retracted back into the sheath. A second combo cath wire-guided cytology brush was prepped; but again the brush was unable to be retracted back into the sheath. The procedure was successfully completed with a third combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that with the device held straight, the brush was fully retracted and the brush was found to retract within the manufacturing specification. No other visual damage was noted to the device. A functional evaluation found that the brush could be extended and retracted without resistance. The condition of the returned device was not consistent with the complaint incident that the brush would not retract. Therefore, the most probable root cause is not confirmed. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00715 for the other associated device information. It was reported to boston scientific corporation that two combo cath wire-guided cytology brushes were to be used during a cytodiagnosis procedure within the bile ducts on (B)(6), 2010. According to the complainant, during preparation of the first device the brush was unable to be retracted back into the sheath. A second combo cath wire-guided cytology brush was prepped; but again the brush was unable to be retracted back into the sheath. The procedure was successfully completed with a third combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)